Manufacturer narrative:
Evaluation summary: all products pass 100% final inspection. The shunt's inner lumen was found to be proper, with no blockage. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The complainant statement "foreign material in the lumen" could not be confirmed. The root cause could not be conclusively determined and does not seem to be device related. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a procedure to implant a glaucoma filtration shunt, after insertion, it could not be confirmed that there was aqueous flow. The surgeon found a foreign substance like a metal fragment of the wire in the lumen. The glaucoma shunt was exchanged for a different one, but no flow could not be confirmed with this shunt either. The surgery was completed without explantation of the glaucoma shunt. The surgeon reported no pt harm. There are two medical device reports associated this event. This is for the first shunt.